Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 3.0mm x 150mm x 150cm coyote" balloon catheter was advanced to pre-dilate the lesion. However, on first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was good.